Manufacturer narrative:
The date of the event (section b3) is estimated as dates of the reported hospitalization were not specified. Based on the information available for assessment, a relationship between the twiist automated insulin delivery (aid) system and the reported event cannot be determined. Investigation into the reported event remains ongoing and a supplemental report will be filed once results are available. The user reported additional information that could not be linked to their hospitalization for hyperglycemia and was therefore excluded from this report. The current version of the twiist aid system user guide provides information regarding system alarms and the recommended actions associated with them, as well as potential causes of hyperglycemia and ways to prevent it. Users are also instructed to have a backup insulin therapy available at all times. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further investigation.

Event description:
An initial event notification was received by sequel med tech, llc on 14-may-2026 and forwarded to millyard advanced medical products, llc on the same day. The user reported hyperglycemia requiring hospitalization the weekend of (B)(6) 2026 and (B)(6) 2026. The user remains ongoing on their twiist pump.